Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead in segments returned and analyzed. A white substance was observed on the helix and sense ring when the lead was received. This may have contributed to the reported electrical issue.

Event description:
It was reported the lead was extracted and replaced due to t-wave oversensing during exercise and small r-waves. No further patient complications have been reported as a result of this event.

Event description:
It was reported the lead was extracted and replaced due to t wave oversensing during exercise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.